Event description:
It was reported that t:slim x2 pump battery would not charge despite use of recommended charging cable, wall adapter, different wall adapter, and different charging cable, and pump did not recognize charging connection. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, and was informed to program settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump and provided instructions for returning malfunctioning pump.